Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the iabp and verified that the iabp was leaking helium gas, and there was an audible hiss on the holder of the helium bottle. Troubleshooting revealed a defective pressure reducer on the helium bottle holder. The fse replaced the helium pressure regulator and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost all of its helium gas overnight. No patient harm, serious injury or adverse event was reported. A perfusionist was available to exchange the helium cylinder.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and verified that the iabp was leaking helium gas coming from the holder of the helium bottle. Troubleshooting revealed a defective pressure reducer on the helium bottle holder. The fse replaced the helium pressure regulator and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost all of its helium and making an audible hiss gas overnight. No patient harm, serious injury or adverse event was reported.